Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/28/2020. H3 evaluation: two opened boxes with representative samples of product were returned for analysis. During the visual inspection of samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects or damages observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no suture needle pull off was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the surgery completed successfully? Yes¿utilizing alternative suture in stock. Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? Wasn¿t needed¿all needles were accounted for. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and a suture was used. During the procedure, the suture pulled off the needle. Another suture was used to complete the case successfully with no patient consequences. The needle piece was removed from the patient during the same procedure. All needles were accounted for. No additional information could be provided.